Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that it was reported, the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported.

Event description:
Additional information was received from the field representative that upon interrogation of the device, they were unable to locate the event, thus the cause of the syncope remained undetermined. No programming changes were made to the device and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.